Event description:
The customer reported that the v60 ventilator alarmed with data acquisition pcba adc reference failed and autozeroing of machine and proximal pressure transducers in post failed. There was no patient harm reported. Patient information has been requested.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain patient's information; however, there was no response. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.